Event description:
Info received indicates all four casters are loose when the brakes are placed in the locked position.

Manufacturer narrative:
The technician found the casters were worn. He replaced the four casters to repair the bed.